Manufacturer narrative:
During inspection and testing, the reported issue (leakage from connector) was confirmed. It was observed there was a leakage from the light guide connector due to external factors. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the adhesive on the bending section cover was chipped, the universal cord was collapsed, and the video connector was cracked. Scratches were observed on the bending section cover, the control section, the angle lever, the up down plate, the right left plate, the nigiri cover, the switch button #3, the universal cord, the video connector, the light guide cover glass surface, and the video connector case due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited an air leakage from the connector. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the objective lens was peeled off. This report is being submitted for the malfunction found during device evaluation (adhesive peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.